Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the set screw in the header of the pacemaker (pm) was not able to tighten and fixate a lead in the connection port. The pm was not implanted and an alternate near at hand was implanted on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection identified the septum inside screw hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The field event indicates the set screw anomaly occurred during implant, which suggests that the set screw damage is procedure related.